Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away on (B)(6) 2017. A few days prior to death, the customer was seen in the healthcare provider's (hcp) office due to an acute viral respiratory illness. The customer's condition rapidly deteriorated and the customer was admitted to the hospital on (B)(6) 2017 in cardiac arrest, diabetic ketoacidosis (dka) and acute kidney failure, and was placed on a ventilator due to respiratory failure and pneumonia. Later, the customer went into septic shock, the ventilator was removed, and the customer was placed on comfort care. The customer subsequently passed away due to respiratory failure later that day. It was unknown if the customer was using the pump for insulin therapy at the time of hospital admission and death.